Event description:
Customer's daughter alleged that mom received a value of 620 mg/dl or 623 mg/dl on her active system. The meter that provided a numeric result outside of the reportable range of the device which is 10 mg/dl to 600 mg/dl; with anything over 600 mg/dl being recorded as "hi". No actions or inactions taken based on result. No adverse event was reported. A request was made for return of the suspect device and a replacement was sent.